Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2007 the patient presented with following pre-op diagnosis: l5-s1 spondylosis, degenerative disk disease, right s1 radiculopathy. The patient underwent pre-op MRI of lumbar spine down at the l5-s1 which reveals severe degenerative disk disease, facet hypertrophy, along with severe lateral recess stenosis with compression of the right s1 nerve root. He had changes in the l5 and s1 vertebral bodies. The patient underwent: l5-s1 right tlif, instrumentation (nuvasive dbr), interbody peek graft (10mm) with bone morphogenic protein local morcellized autograft, formagraft, operating microscope, neurovision intraoperative neural monitoring. As per op notes, diskectomy was performed at l5-s1. Then a 10x11x30 mm corent peek cage was then packed with a portion of a bone morphogenic protein-soaked collagen sponge, local bone and some amount of formagraft. Additionally a local bone was placed medically into the interscape along with a second small piece of bone morphogenic protein and additional formagraft material. The corent cage was then placed in as transverse of a trajectory as the graft could be placed and this was countersunk using both visual and fluoroscopic confirmation. Then attention was turned to performing a posterolateral fusion on the opposite side. Then a bone morphogenic protein sponge was placed into the l5-s1 facet and on top of this packed formagraft material. Then 6.5x50 mm screws were placed at l5 bilaterally and 6.5x35 mm placed at s1 bilaterally. A 25 mm rod was placed on the right. The rod was moved down through the handles onto the screw heads and cap screws were placed. Both sides were done in identical fashion and had a good purchase of all screws, and the rods appeared to be in good position on ap and lateral fluoroscopic imaging. No patient complication. Post operatively patient sustained unspecified injuries due to rhbmp-2